Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that about sometime later post port placement procedure, the patient allegedly developed with infection. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed with infection. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that the powerport clear vue isp implantable port was implanted to provide long term IV infusion access. Following this port placement two months later, patient developed enterobacter cloacae complex bacteremia, requiring a two week course of antibiotics. Subsequently, four months and nine days later the patient again developed bacteremia, and blood cultures drawn from the port were positive for enterobacter cloacae complex, confirming the port as the infection source. Based on these findings, port removal was recommended. Same day, the port was removed due to sepsis and infection. Therefore, it can be confirmed that the patient had experienced bacteremia, sepsis and bacterial infection. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that on (B)(6) 2021, a patient was implanted with a port via the left subclavian vein for long term intravenous access and infusion. Sometime after the port placement, the patient was diagnosed with bacteremia. It was further reported that, on (B)(6) 2022, the patient was diagnosed with sepsis and enterobacter cloacae complex bacterial infection, confirmed through blood culture. Subsequently, the port was removed, and a new port was implanted on the same day. However, the current status of the patient remains unknown.